Manufacturer narrative:
The cobas b221 6 roche omni s6 system serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested for potassium (k) on a cobas b221 6 roche omni s6 system. Patient 1 and patient 2 were initially tested (tube 1) with an arterial blood gas (abg) test on a cobas b221, while simultaneously, venous blood samples (tube 2) were drawn from patient 1 and patient 2 and tested on different analyzers. Patient 1: tube 1 result: 2.61 mmol/l. Tube 2 result: 4.2 mmol/l (tested on a beckman coulter au5800 instrument). Patient 2 was tested on (B)(6) 2025: tube 1 result: 3.74 mmol/l. Tube 2 result: 4.7 mmol/l (tested on a c503 analyzer).

Manufacturer narrative:
Section b7 was updated. The customer alleged discrepant results for 2 additional patients' samples tested for potassium (k) on a cobas b221 6 roche omni s6 system. Patient 3 was tested on (B)(6) 2025: initial result: 5.23 mmol/l. Repeat result: 7.01 mmol/l (tested on c503). There was no sign of the sample that was tested on c503 being hemolyzed. Patient 4 was tested on (B)(6) 2025: initial result: 3.14 mmol/l. Repeat result: 5.49 mmol/l (tested on c503). The investigation is ongoing.

Manufacturer narrative:
Medwatch field d4 was updated. The potassium electrode expiration date was not provided. The qc was noted to be acceptable. Based on the investigation of the data provided, the cobas b221 6 roche omni s6 system worked as designed. No irregularities of the calibration or sample signals were found, and no indication of an instrument malfunction was detected. The investigation did not identify a product problem. The cause of the event could not be determined.